Event description:
Report states device connected to pt in 2003 to control pain after surgery. However, the next day approximately at 10 or 11 am pt noted that the infusor was empty and the pt control module button was half-way depressed. Per reporter the expected duration of infusion was two days, however, the infusion had completed within one day. Device contained bupivacaine hydrochloride 90 ml, buprenorphine hydrochloride 4 ml, and droperidol 1 ml for a total fill volume 95ml. Reporter further indicates, "the hosp hoped the improvement in order to be able to check the reamined medicine amount easily." Customer reported no pt injury and no medical intervention was required as a result of the reported condition.